Event description:
The hcp reported post-operative confusion after routine device replacement surgery. The pt became combative and was admitted to the hosp for observation. The patient was discharged the next day. Refer to medwatch report #6000153200702798.

Manufacturer narrative:
.